Event description:
It was reported by the rep that the (4) tlc55 were used during a right hemicolectomy procedure. It was reported that the device would only advance a short distance (firing knob) and would not finish a firing cycle. A reload was inserted with the same result. The case was finished with a tlc75 which worked adequately. There was an extended or time of 15 minutes.